Event description:
Clinic notes were received for patient's referral for a prophylactic re-implant. A nurse at patient's facility later reported that the patient is starting to have seizures again. Per patient's brother, patient had a seizure and had to be taken to the hospital. Patient underwent prophylactic generator replacement. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
The explanted generator was reported to be discarded.